Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the day before, he was out doing things and sensor glucose reading dropped to 40 mg/dl and he received a weak signal and lost sensor alert. The day of the call, he noticed that the sensor was pulling off. The alarm history was checked and the customer had received a threshold suspend alarm at the time of the low sensor readings. Customer declined troubleshooting.